Event description:
It was reported that the ventilator alarmed for low expiratory minute volume while on patient. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The ventilator passed functional and pre-use check tests and no malfunction was found. No parts were replaced. Inspiratory and expiatory channel inspected and the machine passed without failure. The received logs revealed several alarms at the event date (B)(6) 2021, expiratory minute volume low, check tubing, peep low, inspiratory flow overrange and vt insp. Overrange. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check at the time of the event. The alarms generated indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.